Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver display screen became frozen. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver did passed the charge and boot test. The receiver log was downloaded, reviewed, finding no errors related to the complaint. A global receiver functional test was performed and it passed all the relevant testing. Drop testing was performed and it passed. The receiver case was opened for an interior inspection and it passed. The complaint of receiver display screen becoming frozen could not be confirmed. The root cause could not be determined.